Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument being unable to process red blood cells and sending them to the waste bag was verified during service. The service technician found that the level sense gain was at 90% and the current was at 39ma.the issue was resolved by cleaning the emitter and detector, reseating the optics cables and adjusting the level sense gain and current back into specifications. Preventive maintenance and high level testing were performed per specifications. D9 (device available for evaluation?): the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an autolog iq instrument, it was reported that the instrument was unable to process red blood cells and the red blood cells were to the waste bag. There was no reported patient impact associated with this event.